Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The angle wires were stretched. The bending section cover adhesive had a crack. Due to clogging of the nozzle, the water removal ability did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the knob on the evis exera ii ultrasound gastrovideoscope had free play. The issue was detected at reprocessing. The procedure was not impacted. No patient harm reported. During the evaluation of the device, it was noted the forceps elevator had foreign material due to insufficient cleaning. This report is to capture the reportable malfunction of the forceps elevator had foreign material due to insufficient cleaning noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the investigation confirmed the forceps elevator has foreign material due to a clogged tube most likely from insufficient cleaning and/or handling problems. The specific root cause of the clogged tube could not be determined at this time. Olympus will continue to monitor field performance for this device.